Event description:
Customer reported she was hospitalized due to low blood glucose. Customer stated in (B)(6) 2013 she had the lap band done and had lost 60 lbs. Customer states she was in her office talking on the phone with her brother and she passed out. Customer's bother had told the customer that it sounded the phone had hit the floor and she was no longer responding. Someone had found her in her chair, passed out. Customer was taken to the hospital. She was there for a few days and then she was released. Customer stated her doctor believed the lows were due to her weight loss. Doctor adjusted the settings and she hasn't had any lows after that. Customer's blood glucose was 23 mg/dl at the time of admissions. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-01754.